Manufacturer narrative:
H.6. Investigation: the customer provided one sample of model 2426-0500, lot 20053383 for quality investigation. Visual inspection was conducted and the customers complaint that the tubing disconnected from the the inlet side of the smartsite was confirmed. No other defects were observed. A device history record review for model 2426-0500 lot number 20053383 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Under magnification, visual inspection was performed on the engaging segments of the tubing and the smartsite. Adhesive could be clearly seen applied to both the tubing and the smart sight, however, indication shows that the tubing was not fully engaged with the inlet of the smartsite when comparing the amount of adhesive depth on the tubing in relation to the adhesive seen on the inner diameter of the smartsite inlet.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was broken. The following information was provided by the initial reporter: material no.: 2426-0500 batch no.: 20053383. It was reported when the IV tubing was opened, the tubing was broken. Occurred on 8/28/2020 in our infusion department. Opened tubing to find the IV tubing to be broken. This was not used on a patient and did not delay care. I do have the product to return.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was broken. The following information was provided by the initial reporter: material no.: 2426-0500 batch no.: 20053383 it was reported when the IV tubing was opened, the tubing was broken. Occurred on (B)(6) 2020 in our infusion department. Opened tubing to find the IV tubing to be broken. This was not used on a patient and did not delay care. I do have the product to return.